Manufacturer narrative:
A dräger service engineer could confirm the reported issue during an on-site check - the device did not power-up due to a short circuit on the power supply board. Traces of massive liquid ingress have been found which has damaged the power supply. When the engineer appeared on the scene, a few syringe pumps were placed on the device. It can be postulated that the liquid spill was coming from these pumps. Further, the internal battery in the anesthersia workstation was still the original one installed at the time of manufacture almost nine years before while the recommended replacement interval is 3 years. This explains why the device did not continue operation on battery supply after the short circuit in the power supply had manifested. After cleaning and replacement of both power supply and battery the device passed all functional tests and could be returned to use. Dräger finally concludes that the case must be attributed to multiple use errors. The device was put into operation with a worn and depleted internal battery. For the mounting of syringe pumps, the device can be equipped with dedicated mounting poles - placing the pumps on the device's writing plate is disadvantageous. The risk of total loss of electrical power is under control since the device design allows further ventilation support via the built-in breathing bag.

Event description:
It was reported that the device suddenly shut down during use and could not be turned on again. The patient was immediately connected to a back-up device; no health consequences have reportedly occurred.